Event description:
It was reported that the shaver handpiece is not functioning properly. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: during testing of the shaver handpiece, the on/off buttons did not operate properly. Further investigation found that the device has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.